Manufacturer narrative:
Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on october 1, 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose level due to a bent infusion set cannula. Customer's blood glucose level was 444 mg/dl. Customer contacted their doctor after which they treated the high blood glucose level with a manual injection of insulin using a syringe. Customer was able to troubleshoot. Customer's reported that the infusion set cannula was bent at a 90 degree angle upon removal. Customer did not troubleshoot the elevated blood glucose level. Customer was able to troubleshoot the bent infusion set cannula. No product is expected to be returned.